Event description:
It was reported that during a coronary drug eluting stenting treatment of the left anterior descending artery, the taxus liberte 3.x24mm would not cross the lesion. The lesion was pre-dilated with a quantum maverick balloon to 26 atms for 20 seconds. When the physician tried to cross the lesion again, the struts opened which may be due to a little coin of calcium. The physician reported that there was no problem for the patient, and he was able to complete the procedure with another of the same device. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The delivery device with the stent on the balloon was received and damage was observed on the stent. Examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The cause of the stent damage and crossing difficulties experienced during the procedure could be attributed to the calcified lesion. The manufacturing records for this batch number (8515968) found that the device met its material, assembly and product specifications.